Event description:
The customer was hospitalized due to diabetes ketoacidosis. The blood glucose level at the time of the event was 400 mg/dl. Prior to the event, the patient experienced vomiting and dehydration. In troubleshooting, the insulin pump passed a drive support cap test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.